Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens -7.00/+1.50/75 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault with rotation. The lens was later replaced with a same length lens and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).